Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is cellulitis. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period.

Event description:
Patient reported right side cellulitis. Device remains implanted.

Event description:
Additionally patient reported "possible rupture," "can see through breast/transparent," and "patient¿s concern with the product."